Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('full hysto done 3 years ago') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced peripheral swelling ("my feet sweel up everyday/feet were extremely swollen"), hypertension ("bp was extremely high"), malaise ("sick"), fluid retention ("retain fluids") and intervertebral disc protrusion ("I have a herniated disc"). The patient was treated with medicine (unspecified) and surgery (full hysterectomy). Essure was removed. At the time of the report, the medical device removal, malaise and intervertebral disc protrusion outcome was unknown and the peripheral swelling, hypertension and fluid retention had resolved. The reporter considered fluid retention, hypertension, intervertebral disc protrusion, malaise, medical device removal and peripheral swelling to be related to essure. Concerning the injuries of the patient the following events were captured from social media - medical device removal, peripheral swelling, hypertension, malaise and fluid retention, herniated disc. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received- new event I have a herniated disc were added. New reporter were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('full hysto done 3 years ago') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced peripheral swelling ("my feet sweel up everyday/feet were extremely swollen"), hypertension ("bp was extremely high"), malaise ("sick"), fluid retention ("retain fluids"), intervertebral disc protrusion ("I have a herniated disc"), arthritis ("arthritis in knee"), hypothyroidism ("hypothyroidism"), libido decreased ("her sex drive goes down") and feeling cold ("would be freezing at the point/ blanket and clothes not enough") and was found to have weight increased ("weight gain"). The patient was treated with medicine (unspecified) and surgery (full hysterectomy). Essure was removed. At the time of the report, the medical device removal, malaise, intervertebral disc protrusion, weight increased, arthritis, hypothyroidism, libido decreased and feeling cold outcome was unknown and the peripheral swelling, hypertension and fluid retention had resolved. The reporter considered arthritis, feeling cold, fluid retention, hypertension, hypothyroidism, intervertebral disc protrusion, libido decreased, malaise, medical device removal, peripheral swelling and weight increased to be related to essure. Concerning the injuries of the patient the following events were captured from social media - medical device removal, peripheral swelling, hypertension, malaise and fluid retention, herniated disc and feeling cold. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- new event would be freezing at the point/ blanket and clothes not enough was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('full hysto done 3 years ago') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced peripheral swelling ("my feet sweel up everyday/feet were extremely swollen"), hypertension ("bp was extremely high"), malaise ("sick"), fluid retention ("retain fluids"), intervertebral disc protrusion ("I have a herniated disc"), arthritis ("arthritis in knee"), hypothyroidism ("hypothyroidism"), libido decreased ("her sex drive goes down"), feeling cold ("would be freezing at the point/ blanket and clothes not enough") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). The patient was treated with medicine (unspecified) and surgery (full hysterectomy). Essure was removed. At the time of the report, the medical device removal, malaise, intervertebral disc protrusion, arthritis, hypothyroidism, libido decreased and feeling cold outcome was unknown, the peripheral swelling, hypertension and fluid retention had resolved and the weight increased had not resolved. The reporter considered arthritis, back pain, feeling cold, fluid retention, hypertension, hypothyroidism, intervertebral disc protrusion, libido decreased, malaise, medical device removal, peripheral swelling and weight increased to be related to essure. Concerning the injuries of the patient the following events were captured from social media - medical device removal, peripheral swelling, hypertension, malaise and fluid retention, herniated disc and feeling cold . Most recent follow-up information incorporated above includes: on 29-may-2020: social media received. Reporter information was added. Events outcome : weight gain was updated to not recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('full hysto done 3 years ago') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced peripheral swelling ("my feet sweel up everyday/feet were extremely swollen"), hypertension ("bp was extremely high"), malaise ("sick"), fluid retention ("retain fluids"), intervertebral disc protrusion ("I have a herniated disc"), arthritis ("arthritis in knee"), hypothyroidism ("hypothyroidism"), libido decreased ("her sex drive goes down"), feeling cold ("would be freezing at the point/ blanket and clothes not enough") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). The patient was treated with medicine (unspecified) and surgery (full hysterectomy). Essure was removed. At the time of the report, the medical device removal, malaise, intervertebral disc protrusion, weight increased, arthritis, hypothyroidism, libido decreased and feeling cold outcome was unknown and the peripheral swelling, hypertension and fluid retention had resolved. The reporter considered arthritis, back pain, feeling cold, fluid retention, hypertension, hypothyroidism, intervertebral disc protrusion, libido decreased, malaise, medical device removal, peripheral swelling and weight increased to be related to essure. Concerning the injuries of the patient the following events were captured from social media - medical device removal, peripheral swelling, hypertension, malaise and fluid retention, herniated disc and feeling cold . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- new event would be freezing at the point/ blanket and clothes not enough was added. Reporter information was added. On 23-mar-2020: social media received. Reporter information was added. Events: lower back pain was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('full hysto done 3 years ago') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced peripheral swelling ("my feet swell up everyday/feet were extremely swollen"), hypertension ("bp was extremely high"), malaise ("sick") and fluid retention ("retain fluids"). The patient was treated with medicine (unspecified) and surgery (full hysterectomy). Essure was removed. At the time of the report, the medical device removal and malaise outcome was unknown and the peripheral swelling, hypertension and fluid retention had resolved. The reporter considered fluid retention, hypertension, malaise, medical device removal and peripheral swelling to be related to essure. Concerning the injuries of the patient the following events were captured from social media - medical device removal, peripheral swelling, hypertension, malaise and fluid retention. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.